Manufacturer narrative:
The customer reported that when new batteries were inserted, the analyzer "ran hot". No allegation of patient/user harm. No allegation of incorrect results. The analyzer was returned. The returned analyzer was investigated by product support and engineering and the customer complaint could not be duplicated.

Event description:
The customer reported that when new batteries were inserted, the analyzer "ran hot". No allegation of patient/user harm. No allegation of incorrect results.